Event description:
N/a.

Manufacturer narrative:
Due to character restriction in block e1 e1 event site name is (B)(6). Updated fields: b4, g3, g6, h2, h6(investigation findings, type of investigation, investigation conclusions), h11 , e1 ( event site name ) a getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that the unit was not fully seated into the cart. After looking at logs, both batteries were fully depleted and not charged .the fse fully seated the unit into the dock. Additionally the fse informed the customer to take note of the cardio save and push the unit into the cart fully in the future. The unit passed all functional and safety tests according to factory specifications.

Manufacturer narrative:
(B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra aortic balloon pump (iabp) was unable to power on. The incident occurred during a routine check performed by the customer. There was no patient involvement